Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the foil packaging for one abs fixation device with 30 tacks. There was no damage to the packaging received. No device was returned for evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic abdominal wall hernia repair, the third cartridge could not be loaded onto the device. A new device was opened, but during usage, the tacks did not deploy and still remained in the shaft. The user pushed the green button to replace the cartridge, but was not able to remove it. A new device was opened to complete the procedure. After the procedure, the green button was pushed with strong force and the cartridge was able to be replaced and the device was able to fire. The surgical time was extended by more than thirty minutes.